Event description:
It was reported that the lead was explanted due to high pacing threshold and high lead impedance. The patient condition is well.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.